Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (crt-d) presented to the emergency room (ER) after receiving 11 shocks. There were also episodes of inappropriate anti-tachycardia pacing (atp). It was found that the inappropriate shocks and atp were due to atrial fibrillation (af) with rapid ventricular response (rvr). It was noted that therapy had not been exhausted. There was incorrect atrial programming with no atrial lead. The patient had an atrioventricular (av) node ablation to prevent further instances of af. Technical services (ts) discussed programming options. The crt-d remains in service and there were no adverse patient effects reported.